Event description:
It was reported that during a colorectal procedure, the generator displayed the error to change the handpiece. Procedure was completed using same like device. There were no potential adverse patient consequences.

Manufacturer narrative:
(B)(4). The instrument was received in good condition. It was connected to a gen04 generator and evaluated with a test instrument ((B)(4)). The device was able to successfully complete pre-run. The device continued to be activated and after a minute of activation the generator reverted to stand-by mode. The return to standby is a caused by a communication error between the hand piece and the generator (gen04). No error screen messages were displayed at any time during testing.

Manufacturer narrative:
(B)(4). Date sent: 4-23-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.